Event description:
It was reported that during a lap gastrectomy, the tissue pad peeled off soon out of the patient. No pieces fell into the patient. The generator was unknown. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.